Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting loss of capture due to lead dislodgement. The representative tested the lead and confirmed the loss of capture. This rv lead remains in service. No adverse patient effects were reported.